Event description:
Reported condition: screw missing from the blood pump rotor face plate. Machine installed (B)(6) 2024, machine run hours at time of event 2785hrs. (B)(6) 2025: new blood pump rotor was installed and tested by the national service engineer. Machine is operating to manufacturers specifications.